Manufacturer narrative:
No issues were identified during a review of the customer's calibration, qc or precision data. 13 mm sample tube rack adapters are not used. Multiple aspiration and sample short alarms were observed on the alarm trace from (B)(6) 2018. Based on the information provided, a general reagent issue can be excluded. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous low results for 1 patient sample tested for elecsys tsh assay (tsh) and elecsys ft4 ii assay (ft4 ii) on a cobas 6000 e 601 module. The initial tsh result was 0.060 uiu/ml. The initial ft4 ii result was 0.250 ng/dl. These results were reported outside of the laboratory. The customer received a complaint from medical personnel and on (B)(6) 2018 the sample was repeated with a tsh result of 3.38 uiu/ml and an ft4 ii result of 1.42 ng/dl. There was no allegation that an adverse event occurred. The ft4 ii reagent lot number was 270341. The expiration date was not provided. The tsh reagent lot number was 274071. The expiration date was not provided.